Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in hospital for routine device change out due to normal elective replacement indicator and a possible atrial lead revision. Upon review, it was noted that the device had been reprogrammed since (B)(6) 2018 due to high atrial lead impedance and a suspected fracture. Upon interrogation, the atrial lead exhibited high impedance and loss of sensing. It was also mentioned that the patient hasn't been pacing much since (B)(6) 2018 and was noted to be in atrial fibrillation. The lead was capped and replaced on (B)(6) 2018. There were no patient consequences.